Manufacturer narrative:
Concomitant medical products: cev633-1a (lot # 120308) - manufacture date: march 2012. (B)(4). Two devices were returned to mxi service <(>&<)> repair (cev633-1a <(>&<)> cev134). Analysis of the device (cev134) indicated black plastic piece was burnt and the handle is on short circuit. The burnt plastic is the consequence of a formation of an electric arc probably due to the presence of humidity in the connection zone. Analysis for the device (cev633-1a) indicated that the electrode tube has two cracks and blisters. This blister formation is due to the pressure of the glue on a pre-existing crack on the tube during the sterilization cycles. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
It was reported that the middle of the electrode is bent (cev633-1a). It was also reported that the handle (cev134) is in good shape but there is recurrent issue of smoke and sparkles at the cable plugging area during use. There was no reported patient impact.